Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient mentioned that the ipg was moving too much in the pocket and was irritated by the paresthesia sensation. The patient underwent an ipg explant procedure and was doing well post-operatively. No device malfunction suspected. The explanted ipg was not returned as it was kept by the medical facility.